Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The device performed to specification. Review of the device files shows a waveform present with sync markers on a discernible r wave in lead ii view. The charge button was pressed and the lead view switches to pads. The morphology of the waveform changes as the user switched to a different lead view and the r wave does not appear to be readily apparent and the sync markers are not capturing the r wave. The user disarms the charge, detaches, and reattaches the pads to the patient. Once the pads were reattached to the patient, the device was able to detect the r wave and deliver a shock. The lack of an r wave in the pads view appears to be a placement issue of the pads. The operator's guide advises the users to switch lead views while sync is enabled if the r wave is unable to be captured. It is possible to switch lead views while in sync mode and deliver a shock. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.